Event description:
It was reported "guidewire unwound upon removing wire and insertion needle." Additional information reports "the provider who inserted the line was able to place the guidewire but felt resistance when attempting to remove the insertion needle. She tried just removing the guidewire when she felt resistance and was unable to remove just the guidewire. She removed both the guidewire and the insertion needle simultaneously due to the resistance." The device was removed and replaced no other consequences noted. The patient's current condition is reported as "unchanged from prior to the procedure. He was critical on pressors."

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and a 20ga introducer needle. Signs of use were observed on the returned sample. Visual analysis revealed that the guide wire was partially threaded through the introducer needle and was unraveled. A section of the coil wire traveled past the needle bevel. Further microscopic analysis confirmed the unraveling; however, the distal weld was not spherical. It appeared distorted and deformed. Approximately 1.6cm of the core wire was still attached to the distal weld. During manipulation of the guide wire during visual analysis, this section of core wire became separated from the distal weld. Microscopic examination revealed a metallic substance around the core wire at the distal end. The total guide wire length measured 45cm, which is within the specification limits of 44.5cm-45.5cm per guide wire product drawing. The guide wire outer diameter (in an area not affected by unraveling) measured 0.0175", which is within the specification limits of 0.0175"-0.0180" per the guide wire product drawing. The needle cannula inner diameter at the distal and proximal ends measured 0.027", which is within the specification limits of 0.0270"-0.0285" per the cannula product drawing. The guide wire was completely removed from the needle cannula. Large quantities of congealed biological material were observed on the guide wire surface as it exited the cannula. Once cleared of all biological material, the proximal end of the guide wire was inserted through the needle cannula and passed with little to no resistance. Performed per IFU statement, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)". Manufacturing and r & d were contacted as part of this complaint investigation. They indicated that the deformation is consistent with a supplier manufacturing issue. This resulted in the distal weld to get caught on the needle bevel, which contributed to the reported event. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "use care when removing guidewire. If resistance is encountered , remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis of the guide wire revealed that the distal weld was deformed/distorted. The appearance of the deformation was consistent with a manufacturing defect. No issues were observed with the returned needle. Based on the customer report and the appearance of the sample received, the root cause is supplier related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "guidewire unwound upon removing wire and insertion needle." Additional information reports "the provider who inserted the line was able to place the guidewire but felt resistance when attempting to remove the insertion needle. She tried just removing the guidewire when she felt resistance and was unable to remove just the guidewire. She removed both the guidewire and the insertion needle simultaneously due to the resistance." The device was removed and replaced no other consequences noted. The patient's current condition is reported as "unchanged from prior to the procedure. He was critical on pressors."

Manufacturer narrative:
(B)(4). Medwatch (B)(4) - received 12-dec-2024.

Event description:
It was reported "guidewire unwound upon removing wire and insertion needle." Additional information reports "the provider who inserted the line was able to place the guidewire, but felt resistance when attempting to remove the insertion needle. She tried just removing the guidewire when she felt resistance and was unable to remove just the guidewire. She removed both the guidewire and the insertion needle simultaneously due to the resistance." The device was removed and replaced no other consequences noted. The patient's current condiiton is reported as "unchanged from prior to the procedure. He was critical on pressors."